Event description:
On (B)(6) 2011, doctor (B)(6) at (B)(6) hospital, implanted a "tension free vaginal tapping" mesh through the retropubic space into my body for urinary stress incontinence into my body. This mesh sling is manufactured by caldera medical, catalog number cal ds01, lot #12003, expiration date: 01-01-2014. Nine months later, I started having pain in the area of the implant, in the groin, and a couple months later, a tingling numbness sensation in the rectal area which has gradually worsened. I also felt something that felt like a wire inside of my vagina which was mesh erosion. On (B)(6) 2012, doctor (B)(6) did a partial mesh removal. On (B)(6) 2013, doctor (B)(6) did a second partial removal (leaving the arms). My pain is not better, and I hurt down on my right leg into my foot. I went to doctor (B)(6) on (B)(6)2013 for a consultation and am scheduled for my third mesh removal surgery (B)(6) 2014. I hurt every day all day long; however, I continue to work in pain and support myself. I have used my "off days" built up in my account for doctor's visits and to be off having surgeries to remove this bad mesh. I no longer can work outside in my yard. It hurts to sit or stand for long periods of time. Instead of getting help for my incontinence, I have inherited a life full of pain and suffering for myself. This is a crying shame that a product like this was ever approved to cause pain and mutilation to women. I am totally incontinent, wear the heaviest pad that poise makes, and have had no sexual relations since this mesh was implanted on (B)(6) 2011. I am (B)(6) old now...this is so sad!! How many women have to suffer from these debilitating devices before they are pulled off of the market? What if this was your daughter, your wife, or your mother? I say this is sheer greed to market a product that you know in your heart is hurting people!!!!!